Event description:
It was reported that an ilet pump¿s touchscreen became damaged and unresponsive after the device clip loosened and the pump swung free while the user was carrying items, with the user noting longstanding concerns about clip durability and screen fragility. Symptoms included no reported adverse clinical effects. Outcomes included the user reverting to backup therapy and the company arranging a replacement device. Investigation included collection of user account and device history review. Investigation of this device revealed a damaged display and user-reported clip instability, consistent with physical impact to the device and accessory insufficiency leading to loss of secure attachment. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external impact associated with inadequate retention by the clip.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.